Event description:
Report rec'd from (B)(6) stating that the device was not working. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).